Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. After transseptal, the faradrive sheath was exchanged with the brk (brockenbrough) transseptal needle. When aspirating the sheath, the lumen of the sheath handle was notably slowly leaking. A new sheath was used to complete the procedure. No patient complications occurred.